Event description:
A customer reports 6 infusors containing "morphine and hypnovel in 0.9% nacl" and filled to a total volume of 48ml, was empty after flowing for 20 hours after being detached from a pt. Customer reports no adverse pt consequence.